Event description:
According to the reporter: occurred during a left thoracotomy and lobectomy. During the second firing on the vessel, the device had poor staple formation. The physician felt that some staples were not formed properly. There was nothing additional needed to complete the case. The surgeon proceeded the case as normal. He just noticed a few staples that didn't look formed correctly. There was no leak or anything like that or delay in time. There was no injury caused to the patient and no medical intervention was required.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one image and four devices. The visual inspection and functional evaluation of the device had acceptable results. The image noted a section of the staple line, three staples were visible. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.